Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the problem of speaker failure. A request for additional information was made related to whether audible tones could be heard, but no response was received. It unknown if the device was in use at time of event, there was no reported patient or user impact.

Event description:
The customer reported the problem of speaker failure. A request for additional information was made related to whether audible tones could be heard, but no response was received. It unknown if the device was in use at time of event, there was no reported patient or user impact.